Event description:
Boston scientific crm received info that a device replacement procedure was performed. Later that day, the pt with this device was found asystolic and had expired. According to available info, this device had not been programmed out of the storage mode during the implant procedure.

Manufacturer narrative:
Not returned. The pt with this device expired. Should add'l info become available, an amended report will be filed.